Event description:
Visionaire oxygen concentrator starting burning around on/off switch area, power was disconnected, and water poured over switch area. No patient injury or property damage.

Manufacturer narrative:
Device has melting in the area of the on/off power switch indicating the heat/burning originated there. The burning is near the bottom outside of the switch is exposed to fluid, most likely while cleaning the device. The manual warns against using liquids directly on the device.